Manufacturer narrative:
The customer reported 8 beds in the internal care unit (ICU) with incorrect units of measure at the central nurse's station (cns). The customer also mentioned that there were clinical changes. According to the customer, the settings changed allegedly without user input. Technical support (ts) walked the customer through changing the settings at the cns. Ts asked the customer to collect the logs from the cns to find out what caused the settings changes. There was no patient injury reported.

Event description:
The customer reported 8 beds in the internal care unit (ICU) with incorrect units of measure at the central nurse's station (cns). There was no patient injury reported.